Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 174 cm., body mass index (bmi) 23.5 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy surgical procedure. At the post-operative follow-up by the gynecologist 18 days later, a cystitis was diagnosed. The patient reported dysuria and abdominal pain; an antibiotic therapy (the exact active substance is unknown to the patient) and pain medication (ibuprofen 400 mg) was initiated at that time. The medication treatment is ongoing; under this treatment, the symptoms have since improved. The index procedure was completed without intra-operative complications or da vinci device malfunctions. There were no post-operative complications and the patient was discharged three days after the index procedure. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the da vinci investigational device and not related to a third-party device.